Event description:
False negative result (s). I took this test literally 5 minutes before I took a pcr test just so I could have some sort of result before work. This test came back negative and the pcr came back positive. Not accurate at all and do not recommend.